Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the matmand pl straig 12ho t1.5 ti (p/n: 04.503.717s, lot #: 6l79753) was returned and received at us cq. Upon visual inspection, it was observed that the device was broken at multiple places. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection was performed due to post manufacturing damage. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed investigation conclusion: the complaint condition was confirmed for the matmand pl straig 12ho t1.5 ti (p/n: 04.503.717s, lot #: 6l79753) . There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: sterile part: part: 04.503.717s, lot: 6l79753, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 17.mar2020, expiry date: 01.mar.2030. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: part number:04.503.717, synthes lot number: 41p2964, supplier lot number: n/a, release to warehouse date: 29jan2020, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction and internal fixation (orif) procedure to treat a mandibular fracture. When the surgeon tried to bend the plate, it broke twice and could not be used. The procedure was completed with a replacement without surgical delay. Concomitant device reported: bending plier (part unknown, lot unknown, quantity 1). This report is for a matrixmandible plate. This is report 1 of 1 for (B)(4).